Event description:
It was reported that the rigid video scope had green image. The issue occurred during set up / inspection for use (before patient in room) there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ta defective video cable resulted in the image is green. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.